Manufacturer narrative:
(B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Unable to download pump history due to immediate critical pump error (open book image) alarm during download attempt.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 300 to 400 mg/dl. Customer¿s other blood glucose level was 77 mg/dl. Customer was treated as per their health care professional advised however, customer was on manual injection or high blood glucose. Customer reported that they received critical pump error to insulin pump after exposed to moisture. Customer did received open book error image on screen. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.